Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with worn base teeth and the base needs to be replaced: the slide bar is loose and needs to be repined. Both gel pads are badly torn and needs to be replaced: general maintenance and cleaning required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a1012 mayfield swivel horseshoe headrest for service and repair because the base teeth are worn.